Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-02162. It was reported the patient was unable to adjust the scs system stimulation strength. The patient stated the patient programmer displayed the message "strength is off". Follow up identified a company representative met with the patient and a system diagnostics revealed high impedance for multiple lead contacts. Reprogramming was attempted but the issue reoccurred. Subsequently, surgical intervention was taken, during the procedure intraoperative testing indicated the issue was with one of the lead adapters. The adapter was replaced with a new one.

Event description:
Device 1 of 2 reference MFR report: 1627487-2018-02162. Follow up information received identified the reported issue has been resolved.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-02162.